Event description:
It was reported that at implant the adaptor could not be inserted into channel 1 of the implantable neurostimulator. It was decided to use channel 2 and this was ok. Even the plug could only partially be inserted into channel 1. The physician tried to un-screw the screw of channel 1, but this could not solve the issue. After the surgical procedure, the pt felt good stimulation pattern.

Manufacturer narrative:
(B)(4).